Manufacturer narrative:
D4 lot number - unknown. D4 primary unique device identifier - full UDI is not available without lot identification. H4 device manufacture date - unknown without lot identification. H3 device evaluation - without the opportunity to examine the complaint product no conclusions can be drawn. Without lot identification device history records and lot specific complaint history cannot be reviewed. Two-year complaint history review for part number only did not reveal a trend for reports of this nature for the reported part number. Should the product be received, a follow-up report will be filed upon completion of investigation. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. During final torque of the surgeon used the anti-torque wrench on the screw head while tightening the lock screw in the opposite direction of the nut. At that time, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip piece was removed and the procedure was completed utilizing the second lock screwdriver readily available in the set. There was a two-minute delay to the procedure but no patient injury reported.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. During final torque of the surgeon used the anti-torque wrench on the screw head while tightening the lock screw in the opposite direction of the nut. At that time, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip piece was removed and the procedure was completed utilizing the second lock screw driver readily available in the set. There was a two minute delay to the procedure but no patient injury reported.

Manufacturer narrative:
H3 device evaluation - examination was not possible, as the product was lost during shipment to the engineer. Review of the device history records did not reveal any manufacturing deviations or anomalies, and two-year sales history did not reveal a trend for reports of this nature for this part number. The investigation could not draw any conclusions about the reported event. The need for corrective action was not indicated.